Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that attempts to interrogate the pulse generator resulted in -please locate device- messages. The device did not respond to a magnet. The device was removed and replaced.